Manufacturer narrative:
Pectus excavatum (pe) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pe is the use of 3 bridges. The reoperation (explantation) was not yet performed. Implantation was 31 months ago. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the pt is mandatory. It is recommended to see each pt in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection. Lot numbers are not available for reporting about product and material details.

Event description:
Deformity treatment pectus excavatum, details (haller index, symmetric/asymmetric) are not available. Pt = male, born (B)(6) 1987. Operation date: (B)(6) 2012. Stratos clip ref unk broken in the angle, stratos bar ref unk broken in the middle. Date of breakage not detectable, post-operative explantation planned. Products available for inspection: no information available.